Event description:
It was reported that bd syringe 50cc ll tip convenience pak had foreign matter it was reported by the customer that the presence of an "impurity" similar to a piece of plastic was found inside two syringes. Verbatim: ¿hello to you, a quick note to inform you of a problem experienced in our pharmacy services. The presence of an "impurity" similar to a piece of plastic was found inside two syringes from two different trays (B)(6) at lot number 3212642. Only one syringe was kept, see attached photo. The consequences of this event are: ¿ an entire batch of ceftriaxone was thrown away. ¿ the procedure had to be repeated (approximately 1 hour). ¿ no direct user impact. I would like to point out that if this impurity had not been detected, it is likely that it would be found in the blood system of a user. I await your reply, thank you and good day!¿

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the 3 photos and 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the sample and photos. Analysis of the sample and photos showed that the syringe had a dark colored string like object inside, between the syringe rubber stopper and the syringe barrel bottom side. The material underwent fourier-transform infrared spectroscopy (ftir) testing to try to determine the composition of the foreign object, but the results were inconclusive. The cause of the failure is likely related to our manufacturing process, but since the ftir testing was inconclusive, an exact root cause for the foreign object could not be determined. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.